Event description:
The customer reported that the 840 ventilator had a blank screen. The customer reported to have replaced the graphical user interface (gui) cpu pcb. Covidien was not authorized to repair the vent. The covidien customer support engineer (cse) uploaded the operational software only and conducted final testing.